Event description:
.The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
On (B)(4) 2013, an ocd field engineer (fe) arrived at the customer site and replaced the tip clamp, collet sleeve and compression spring. The fe ran and passed splld and user software check without error. Repairs have returned this instrument to expected operation.